Manufacturer narrative:
The customer-reported issue of a left pressure incorrect alarm was confirmed via review of the driver's alarm history, which revealed multiple "left pressure incorrect" alarms. The patient data file was reviewed and revealed multiple (48) left pressure incorrect alarms and (35) left overpressure alarms. During the recording of these alarms, the left pressure was consistently higher than the set point, which triggered the alarms when out of tolerance. Although the driver passed incoming functional testing, the cause was isolated to the electronic pressure regulator based on previous investigations and confirmed during additional evaluation of the left electronic pressure regulator. The root cause of the customer-reported alarm was determined to be a malfunction of the left electronic pressure regulator. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4508 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because although the companion 2 driver displayed a left pressure incorrect alarm, it continued to perform its life sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a left pressure incorrect alarm while supporting a patient. The customer also reported that the patient was switched to a freedom driver without adverse patient impact.